Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and unexpected restart. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. The customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. Customer declined to troubleshoot for unexpected restart alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. . No unlocked keypad connector. No button error alarm during testing. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device passed self test.